Event description:
Info received that the head of the bed would not raise. No injury reported.

Manufacturer narrative:
Bed located in warehouse. Tech found that the head up valve was damaged not allowing the bed to raise up. Replaced the head up valve to resolve this issue.